Event description:
It was reported that a new ilet user announced a usual lunch meal, perceived that little insulin would be delivered, and manually paused insulin, then overtreatened a perceived low with apple, after which blood glucose rose to 288 mg/dl; troubleshooting and education on proper meal announcing and hypoglycemia correction were provided, and no alerts or alarms were reported. Symptoms included transient hypoglycemia with a lowest reported blood glucose of 78 mg/dl followed by hyperglycemia. Outcomes included self-management without hospitalization and a downward trend in blood glucose after resuming insulin. Investigation included review of device use patterns and patient interaction with pump features, including meal announcement, insulin pause, and subsequent resumption. Investigation of this case revealed that the event was related to user actions, specifically pausing insulin and overtreating a perceived low, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error in carbohydrate treatment and insulin interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.